Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pt was revised to address poly wear and a grossly loose tibial tray. It appeared that the tibia had collapsed and caused third-body wear with cement on the poly. The loosening appeared to be at the bone/cement interface. Depuy cement was used in the primary surgery.